Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6)2023.

Event description:
It was reported to boston scientific corporation that multiple spaceoar devices were implanted during placement procedures performed on unknown dates. It was reported that thirty-three percentage of the patients who underwent the spaceoar implant procedure experienced infiltration into the rectal wall. Consequently, the treatment plans were postponed for a period of three months in anticipation of the hydrogel absorption. It is currently unclear how many patients have been affected by these treatment delays. Nevertheless, it's important to note that no complications or adverse effects have been reported among the affected patients. Boston scientific corporation has been unable to obtain additional details of the affected patients, despite of the good faith efforts (gfe).